Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd plastipak syringe 10ml luer-lok had foreign matter during use. The following information was provided by the initial reporter: a foreign body was found inside the 10ml syringe at the time of manipulation. It appears to be a lint from the rubber (stopper) of the syringe. On 06/19/2020: additional information received - the incident was noticed before use on the patient, at the time of preparation.

Manufacturer narrative:
H.6. Investigation: DHR was reviewed. The process inspections were performed, and no records of this incident were found. Qn review: no quality notifications (qn) potentially related to the incident were observed. Maintenance review: no maintenance records that could be related to incident were observed. Image was received, and it is possible observe foreign matter inside the syringe. However, according to the evaluation, it is not possible to confirm that the origin is the production process. H3 other text : see h.10.

Event description:
It was reported that bd plastipak¿ syringe 10ml luer-lok¿ had foreign matter during use. The following information was provided by the initial reporter: a foreign body was found inside the 10ml syringe at the time of manipulation. It appears to be a lint from the rubber (stopper) of the syringe. 06/19/2020: additional information received - the incident was noticed before use on the patient, at the time of preparation.